Event description:
It was reported that a skin reaction occurred. The wearable was inserted in the arm on (b)(6) 2026. On 05/28/2026, the patient reported a skin reaction and infection on the arm above the Dexcom CGM sensor insertion site. The patient stated the reaction was over the patch area and extended beyond the patch perimeter, including the over patch, needle puncture site, and the device was removed as a precaution. Patient later developed a shoulder infection near the sensor location that progressed and reported that it went from their shoulder into their kidneys and almost shut their kidneys down, resulting in hospitalization. Patient underwent surgical cleaning of the shoulder and received Intravenous (IV) doxycycline, The patient was discharged on (b)(6) 2026. The patient reported no CGM alerts, displayed glucose values, or BG meter readings. The treating physician did not confirm the Dexcom CGM as the cause; causality remains unestablished. The patient does not believe the device caused the infection but cannot rule it out. Patient has a follow up kidney appointment for further evaluation. At the time of the report, patient condition was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).